Event description:
A malfunction alarm was reported by the caller regarding their pump. There was no adverse impact to the customer¿s blood glucose level, as the level did not exceed 500 mg/dl. The customer was advised to place the pump in storage mode and return it using a pre-paid label within 10 days, while a replacement pump was sent by cts.